Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.more than one 510k is applicable, k231888.

Event description:
It was reported occlusion with texium. Additional information. Delay in compounding process, this short tubing set with the texium access would not let the technician push any drug through and they had to get a new IV bag and tubing set to finish the prep. No patient impacts.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that they had to open three syringes before they could get one that was functioning. The syringes could not transfer anything into the vials. Delay in compounding process, as the technician could not pull anything through the syringes, and it was not the topper, the tech finally got a good syringe, and it went fine. No patient impacts.